Manufacturer narrative:
Follow-up # 1 date of submission 07/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following results:a review of the black box showed multiple unexplainable reboots and motor rewind errors. A visual inspection of the pump showed a cracked battery compartment. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap; the pump failed a leak test due to the battery compartment crack. The returned battery cap was unable to fully tighten on to the pump; however the pump was able to power on. The pump emitted a motor rewind error upon each rewind attempt. The investigation could not be fully completed due to the motor rewind error. Evidence of moisture contamination was found inside the pump. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a power (damage with moisture ingress) issue. The patient stated that the pump had a crack in the battery compartment and the compartment filled with water while he was on vacation. The battery cap reportedly would not secure and the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.